Manufacturer narrative:
Investigation results: a partially deployed ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual evaluation of the device found that the shaft was kinked. Functional evaluation found the shaft bowed during deployment but the stent was successfully deployed. No other issues were identified with the device. The investigation concluded that the condition of the returned device confirmed the reported event of stent partially deployed. The noted damages are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial uncovered distal release stent was to be used in the right main stem bronchus to treat a malignant stricture during bronchoscopy performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the stent when the deployment suture got stuck and could no longer be pulled. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial uncovered distal release stent was to be used in the right main stem bronchus to treat a malignant stricture during bronchoscopy performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the stent when the deployment suture got stuck and could no longer be pulled. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.